Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported events of failure to capture, varying low voltage impedance, and unspecified current of injury issue were not confirmed. Visual inspection noted helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including impedance test and output test found no anomaly contributing to varying low voltage impedance, current, or capture problem.

Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that there was no capture, varying low voltage impedance, and the current of injury (coi) was broadening but shrinking in magnitude. Due to the patient's anatomy, the physician deemed placing the alp unsafe and the case was aborted. The patient was stable throughout the procedure.